Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, the insulin pump had alarmed no delivery when she was attempting to administer a bolus. Customer's blood glucose was unknown. Troubleshooting was performed and it was determined the occlusion was caused by reservoir and infusion set connection. Customer was advised to replace infusion set and reservoir. The reservoir is not returning for analysis.